Manufacturer narrative:
No button error alarm. Unit received with intermittent up button response due to flattened button keypad dome. The button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had an unresponsive keypad. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.